Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist checked and updated the override group to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not allowing nurses to override and pull certain medications. There were no adverse events or injuries reported based on this event.